Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, itching, burning and open pustules under the lifevest equipment. The patient¿s physician prescribed an ointment and fenistil for the skin irritation. Follow up indicated that the skin irritation improved.